Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the device fell into water. Customer's blood glucose was 150 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The device was also received with moisture damage on the electronic and motor assembly. No moisture damage was found on the battery tube and vibrator assembly. Battery out limit alarm could not be verified, due to no button response. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the lcd window, scratched case and cracked battery tube threads.